Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable insulation was damaged; it was noted the rf head was functional. Analysis also found the rf head lens was cracked. After the rf head cable was replace, the rf head failed uplink noise functional test; rf head main board printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement indicated.